Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor and experienced drowsy and a loss of consciousness however, the customer was able to self-treat with orange juice. No further treatment was reported. The customer did not provide readings from the time of the event, and although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Watermark was not observed at the base of the sensor tail. Sensor low signal was observed. Visual inspection was performed on pcba (printed circuit board assembly) and sensor was de-cased and no issue were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor and experienced drowsy and a loss of consciousness however, the customer was able to self-treat with orange juice. No further treatment was reported. The customer did not provide readings from the time of the event, and although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Section d1 (brand name) and d4 (model no) were documented incorrectly in the initial MDR submission. These sections have been updated.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor and experienced drowsy and a loss of consciousness however, the customer was able to self-treat with orange juice. No further treatment was reported. The customer did not provide readings from the time of the event, and although low sensor readings were reported, it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.